Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred.there was no harm or injury reported. The device was received and evaluated by the manufacturer. The flow sensor was replaced and the software was reinstalled to address the reported issue.